Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer¿s blood glucose for this event. Reportedly the customer had manual injections for alternate insulin therapy.

Event description:
There was no reported impact to the customer's blood glucose however the customer reported a1c levels of 6.3-6.5